Event description:
Customer stated she was not hospitalized but paramedics did come to her home for low blood glucose, it might have been 28 mg/dl, treated with IV. Event occurred in (B)(6) 2014. Customer declined troubleshooting. Customer reported she was having issues with the sensor and after a week from training she stopped using it. Customer states it's to bulky and it leaves bruises as she doesn't have that much body fat. Customer did not recall exact date but stated it might have been around (B)(6) 2014. Customer does not recall blood glucose but stated her blood glucose was 360 mg/dl to 30 mg/dl and she was still able to drive a car. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.